Event description:
Boston scientific (bsc) crm received info that at this pt's six week check up, atrial intrinsic amplitudes had decreased from 3.0mv to 0.5mv. The pt underwent an exercise test and there was no sensing in the atrium. An x-ray revealed that the lead had dislodged.